Event description:
During a preventive maintenance by the company representative it was observed that there was a defect of the manifold drive. After preventive maintenance the k7 valve was generating abnormal noise during performance test. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced the "drive manifold" (part number 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold was received by the manufacturing facility at (B)(4) for evaluation. The failure analysis performed could not confirm the abnormal sound failure symptom from the k7 valve reported. (B)(4).